Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection revealed that the annulus of the burr was damaged/not rounded. The damage to the annulus is consistent with damage caused by contact with the rotawire. The test rotawire was able to be inserted into the annulus of the burr and advanced through the whole device with no issues or resistance. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10646. It was reported that the burr catheter was difficult to remove and became stuck on the rotawire. The target lesion was located in a severely calcified and mildly tortuous mid circumflex artery. A 1.50 mm rotalink¿ plus and a 325 cm rotawire were used for ablation after an opticross¿ 18 and non bsc imaging catheter failed to cross the lesion. However, the burr also failed to cross the lesion thus, the rotation speed was set at a maximum of 4000 down upon removal. Four non bsc balloon catheters were then inserted; however, the catheters also failed to cross the lesion. The physician decided to use the burr again; however, severe resistance with the guide catheter was encountered as the burr was advanced to the coronary artery and when contrast media was injected. Subsequently, resistance was also noted as the burr was removed from the patient's body. Thus the devices were removed together with the rotawire. The burr was then replaced with another of the same burr and the rotawire was replaced with a rotawire extra support and ablation was successfully performed with the rotational speed set to 10,000 rpm down. Dilatation was then performed with a 2.75 mm non bsc balloon catheter; however, the device failed to dilate the lesion. The device was then changed to a 3.0 mm non bsc balloon catheter inflated at 20 atm; however, balloon rupture occurred and perforated the coronary artery. A 2.8 x 19 mm non bsc stent was inserted into a guidezilla extension catheter and was successfully delivered to the perforated area. Post dilatation was performed with a 3.0 mm non bsc balloon catheter and the procedure was completed. No further patient complications reported and the patient's condition was good.